Manufacturer narrative:
Device evaluated by mfg: returned product consisted of a nc emerge balloon catheter and an unidentified guidewire. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The guidewire could not be removed from the catheter. After multiple tries to remove the guidewire, the guidewire was able to come off the catheter about 4cm and revealed the teflon coating was missing from the guidewire. The rest of the guide wire could not be removed. The wire lumen was buckled 2.5cm from the tip and could have contributed to the difficulty removing wire from the catheter. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. It was reported that the nc emerge was inflated over rated burst pressure; it was likely that device use contrary to instructions in the directions for use (dfu) contributed to the reported froze on wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. The dfu states "inflate the balloon slowly to the appropriate pressure to perform dilatation. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. Refer to table 2 or the balloon compliance chart. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter.¿ (B)(4).

Event description:
It was reported that a balloon catheter became stuck on a guidewire. The target lesion was located in the circumflex artery. A stent was implanted and a 3.00mm x 20mm nc emerge® balloon catheter was advanced for post dilation. While deflating it was noted the balloon wouldn't withdrawal over the wire. All devices were removed together. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon catheter became stuck on a guidewire. The target lesion was located in the circumflex artery. A stent was implanted and a 3.00mm x 20mm nc emerge® balloon catheter was advanced for post dilation. While deflating it was noted the balloon wouldn't withdrawal over the wire. All devices were removed together. No patient complications were reported and the patient status is stable.